Manufacturer narrative:
Other applicable components are: product ID: 3387s-40, lot #: va1s71f, implanted: (B)(6) 2018, explanted: (B)(6) 2019, ubd: 03-apr-2021, UDI #: (B)(4), product type: lead. Product ID: 3387s-40, lot #: va1s71f, implanted: (B)(6) 2018, explanted: (B)(6) 2019, ubd: 03-apr-2021, UDI #: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient went to the hospital and was found to have 2 leads with high impedance. Their leads were replaced and they were currently in the hospital for observation. The cause of the issue was unknown. No patient symptoms or further complications were reported as a result of this event.